Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization or both the generator and lead prior to distribution.

Event description:
It was reported to manufacturer that the recently implanted vns patient had surgery due to the generator wound site opening up and the generator was exposed. The surgeon did not suspect any infection, rather a hematoma which caused the wound to open. Additionally, it was reported that the patient is mr and picked at the wound site. During surgery, the surgeon irrigated the wound, prophylactically gave antibiotics, and replaced the generator. The explanted generator was returned to manufacturer and analysis is underway.